Event description:
The customer reported this ventricular lead was removed because it had dislodged; would not stay in place. A competitor's lead was implanted. No adverse pt effects were reported. The lead was actively implanted for approx 6.5 months.

Manufacturer narrative:
The lead was explanted and location is unk; as a result, the reported allegation cannot be confirmed. A competitor's lead was implanted with no adverse pt effects reported. The MFR attempted to obtain the lead by sending letters to the physician (on (B)(4) 2010), but was not successful. The event will be re-evaluated if additional info becomes available. Lead dislodgement is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.